Event description:
Caller states that their pt is using 6dct trach. The husband called her today stating that the cuff keeps deflating and they have to reinflate the trach. Caller stated the pt has not been reintubated. The distributor shipped her a replacement trach for replacement.